Event description:
The customer reported that the system displayed a regulator failure and charger failure error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep removed and replaced the batteries then took several fluoro and film shots with no incidence of reported issue. The system functions as intended.